Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch arm was damaged and had unstuck from refrigerator door. A field service engineer (fse) verified the issue and found that the hasp had fallen off the refrigerator. Due to the differences between the adjustable hasp and the 90° hasp, the remote manager needed to be repositioned. The old adhesive was cleaned off, new adhesive was applied, and the remote manager and hasp were remounted. The door was tested and confirmed to open and close correctly, and customer successfully recovered and accessed the refrigerator. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager latching arm came unstuck from the refrigerator door. Customer stated that arm needed to be reattached and were able to open the refrigerator but could not close it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.